Manufacturer narrative:
The following section has been added: g1 MFR contact fax number. The investigation for the removal issues has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical assessment: a 66-year-old male underwent left heart catheterization for non-st-elevation myocardial infarction, which demonstrated a 90% ostial left main coronary artery stenosis and three-vessel coronary artery disease. Additional cardiac evaluation identified severe aortic insufficiency, an ascending aortic aneurysm, and reduced left ventricular systolic function with low ejection fraction and severe global hypokinesis. The patient was transferred for coronary artery bypass graft surgery and aortic valve replacement. During the surgical procedure, the patient was unable to separate from cardiopulmonary bypass and required multiple vasopressor agents. The clinical team elected to place an impella cp device in an emergent setting for circulatory support. The impella cp device was successfully implanted and functioned as expected. The patient developed severe coagulopathy without an obvious source of bleeding. The chest remained open for several hours, during which approximately five liters of autologous blood were returned using a cell salvage system, and multiple clotting factors were administered. Due to ongoing hemodynamic instability and the need for higher levels of circulatory support, the clinical team decided to escalate support to an impella 5.5 device. The patient was transferred to the intensive care unit, and a massive transfusion protocol was initiated. The patient continued to demonstrate severe coagulopathy with copious drainage from chest tubes. Pulsatility returned, and systemic anticoagulation remained withheld. Despite ongoing support, the patient continued to have significant bleeding from the chest tubes. The patient subsequently experienced cardiac arrest. The patient died while on mechanical circulatory support. While both impella cp and 5.5 were coded for bleeding and subsequent complications, these were more likely due to the patient¿s underlying severe coagulopathy, especially as the systemic anticoagulation usually required for impella pumps was withheld. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition.

Manufacturer narrative:
A4 weight is unknown: device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event. A manufacturer report will be submitted for the impella 5.5 with a serial number of (B)(6).